Event description:
It was reported that the patient presented to the emergency department on (B)(6) 2023 with shortness of breath. A CT scan identified a thrombus in the left pulmonary artery that was noted to be adhered to the cardiomems sensor. It was reported that the patient had been prescribed eliquis at the time of cardiomems implant but that this was discontinued at some time post cardiomems implant however there is no record of when or why it was discontinued. Eliquis was reinstated after the thrombus was identified. The patient has refused further treatment for the thrombus.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported issue cannot be confirmed. No device analysis results are available because the device remains implanted. Thrombus has been identified as a known potential adverse event that may occur during cardiomems sensor implant. A review of the device history record was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue.

Event description:
The patient remained on eliquis with no further thrombus issues. The physician reported they were no longer concerned about the thrombus and no further imaging or treatment would be done. The customer reported that the device continued to transmit well and without issue.